Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1zq66, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on contact 3 and they were unable to use those, and they were the most efficacious. The cause of the low impedances was unknown. The patient had a revision and their lead replaced and discarded. The issue was resolved and by placing a new lead.